Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that the device was replaced with a device with higher high voltage output to compensate for the patient's high defibrillation threshold. No patient complications have been reported as a result of this event.